Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation, and the four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of the (B)(6) revealed that the device passed functional testing. Visual inspection of (B)(6) revealed the outer sheath of cable assembly was damaged at the connector strain relief, resulting in exposed wires; the internal conducting wires were not comprised. As a result, the damaged cable event was confirmed. This did not affect the functionality of the device. The batteries were able to adequately connect to the test controller. As a result, the reported loose connector event could not be confirmed. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed momentary disconnections involving all four batteries. A momentary disconnection will result in an audible tone. It is likely the momentary disconnections were perceived by the patient as the reported "unexpected alarms" event. Log file analysis revealed six controller power up events on (B)(6) 2020 at 02:21:09, on (B)(6) 2020 at 01:45:19, on (B)(6) 2020 at 22:09:36, on (B)(6) 2020 at 17:25:19 and at 23:15:26, and on (B)(6) 2020 at 01:58:15. The controller was without power for 11 seconds, 9 seconds, 8 seconds, 10 seconds, 8 seconds, and 8 seconds, respectively. Several momentary disconnections were recorded prior to the losses of power. Analysis of the alarm log file did not reveal any power disconnect alarms within analyzed period. However, review of the data log file revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) value were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. As a result, the reported loss of power and alarm events were confirmed. There is no evidence that the lubrication servicing was performed on the batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the reported damaged cable event can be attributed to wear and/or the handling of the device. The most likely root cause of the reported "unexpected alarms" event can be attributed to momentary disconnections between the batteries and controller. CAPA pr00389403 investigated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12, 4307. D1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). H6: FDA method code(s):10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12, 4307. D1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). H6: FDA method code(s):10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). H6: FDA method code(s):10, 4112. H6: FDA results code(s): 180, 3213. H6: FDA conclusion code(s): 12, 19. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-july-2019/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-aug-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 23-july-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-july-2019/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-aug-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 23-july-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-july-2019/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-aug-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 23-july-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-july-2019/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-aug-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 23-july-2018, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected losses of power. The patient sometimes uses a single power source for extended periods of time and maybe related to two batteries exhibiting power disconnects and subsequent loss of power along with power disconnect alarms, one battery exhibited a damaged cable, and a battery connector felt loose and there were alarms. The four batteries were exchanged, and the controller remains in use. No patient complications have been reported as a result of this event.